Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). The sensor was unable to reprogrammed. The returned sensor was de-cased and battery was replaced. Observed deformed side snaps upon visual inspection of the plug assembly. Attempted to reprogrammed the returned sensor however an error occurred during reprogramming. The error prevented the returned sensor from being reprogrammed. An extended investigation was performed on the returned sensor. Visual inspection was performed on the returned sensor and no issues were observed. The returned battery was measured and all range were within specification. Unable to extract the data due to an error occurring during the reprogramming sequence. Due to the error sensor puck didn't reprogrammed and is uncoverable. Therefore no further investigation can be conducted. This issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.